Event description:
Non-delivery reported. The pump was set to run an unspecified dosage of heaprin at an unspecified rate. The night shift nurse on the shift after the intravenous fluids had been hung noted that the "pump had no lights on display and was not on even though it was plugged in." It was thought that the pump had been off for approx 1.5 hrs. No further info could be obtained.